Event description:
Information was received from a healthcare provider (hcp) and a drug partner regarding a patient who was receiving prialt 25 mcg/ml at a dose of 8.902 mcg per day via an implantable pump for non-malignant pain and chronic low back pain. It was reported the patient passed away on (B)(6) 2016 due to sepsis. Their last refill had been (B)(6) 2016 and they had last been seen in the office on (B)(6) 2016. They had been admitted to the hospital on (B)(6) 2016 with swollen legs, low potassium, and leg pain. They also experienced vision and hearing issues as well as weakness. They were moved to the ICU (intensive care unit) when they experienced pneumonia, a gi (gastrointestinal) bleed and ischemic colitis. The ischemic colitis was related to their history of constipation. The cause of death was determined to be colon issues and was not related to their pump or the prialt. It was however reported the pump had been empty for a while as the refill date had been on (B)(6) 2016, but the patient was unable to leave to get their pump refilled. An autopsy was not performed. The patient had spent over a month in the hospital prior to passing away. After their prolonged ICU stay, they were transferred to the medical/surgical floor with comfort care measures only. The patient's oral medications included aspirin 81mg, benecar 12.5, calcium/magnesium, vitamins, claritin 10mg, cholestid 1g bid, dhea 25mg, dular inhaler, flovent hfa 44mcg, flonase 50mg, folic acid 1g, hydrocloroquin, kepra 1000mg bid, lasic, lufanamide 10mg, losartin, maloxican 15mg, topralol, mircasapime, mibetric, norvas, omega 3's, omepraxole 40mg, vitamin k, provastatin 80mg, promethazine, restasis, seroquel, spiralactil, temazapam, tizanadine, vitamin d, and voltarin gel 1%. The patient's medical history included cervical disc disorder, copd, hypertension, reflux, restless leg syndrome, urinary incontinence, seizure disorder, lupus, sjogren's, vitamin d deficiency, and constipation. A hospitalist discharge summary was also provided where it was noted the patient experienced the following additional problems: acute exacerbation of congestive heart failure, systolic noted on (B)(6) 2016, coagulopathy noted on (B)(6) 2016, oral thrush noted the same day, as well was abnormal liver enzymes. Rectal bleeding and acute ischemic colitis was noted on (B)(6) 2016. A cavitating mass in the right upper lung lobe occurred as well was bright red blood per their rectum noted on (B)(6) 2016. Additional conditions noted that day included acute kidney injury, severe sepsis, a severe protein-calorie malnutrition and lactic acidosis.